Event description:
The iab was inserted into the pt on 11/11/96. On 11/13/96 after iabp for about 35 hrs, the "gas loss" alarm sounded from the pump. The iabp was filled three times and the extender connections were checked but, once again, the "gas loss" alarm sounded. The iab was removed and a second was inserted into the pt under CPR. As a result of the event the pt blood pressure dropped. The pt went on the expire on 11/13/96 at 8:50. The iab was not returned to datascope for evaluation. The iab was not released by the facility at this time. The iab was finally released and returned to datascope on 3/27/97. Event complications: pt blood pressure dropped/expired - rpt'd 11/15/96. Pt current status: expired - rpt'd 11/15/96.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of difficulty: the iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen and, ultimately, a separation at the point of stress. The iab may have been restrained as a result of placement within a subintimaal space, within the subclavian artery, or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the tip/inner lumen junction.